Manufacturer narrative:
The device has not been returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria.

Event description:
The customer's mother reported that the cannula dislodged from her daughter's skin during the night. Her blood glucose result was 15.8 mmol/l (284 mg/dl), and she removed the pod.